Event description:
Patient reported experiencing high blood pressure (600 mg/dl). She attempted to self-treat by delivering boluses; however, blood glucose did not decrease as expected. Patient stated that she was able to successfully lower blood glucose with insulin injections. She indicated that she believes the device was not bolusing properly. Patient switched to her back-up device, and her blood glucose returned to normal.